Manufacturer narrative:
(B)(4). Batch # r92t14. Additional information was asked and the following information was received: was the conversion from coelioscopy procedure to laparotomy solely related to a device malfunction or was it related to an issue with the patient? It was related to the device malfunction. Investigation summary the device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device was functional when the max or min hand activation buttons were pressed, no alert screen was displayed. Then the instrument was disassembled to inspect the hand button assembly for evidence associated with activation issues and no anomalies were found. It is possible that the issue encountered was due to the handpiece contacts being dirty. It is recommended that the surface of the handpiece gold ha contacts be cleaned periodically or when dirty. Failure to do so can result in no hand activation function. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a coelioscopy procedure, the device switched on security mode by intermittent: the generator is displaying error message; two simultaneous reactive activation. Conversion from coelioscopy procedure to laparotomy was related to the device malfunction. The procedure was completed successfully.